Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the 04.639.135 was received without head attached with lead thread has small peel, but there are indications of cross threading. A review of the received concomitant instrument part number 03.632.001, revealed that the thread is damaged beyond function with thread being broken and shifted. If an instrument in this condition were to be used on a functional screw, damage could occur. DHR review showed that the raw materials on the screw is unobtainable due to the small surface area, but DHR review showed the correct raw material was used. The m6.5x0.75-6h thread is damaged and could not be measured, however, the DHR review showed that there was no scrap produced during manufacture of lot. Complaint is confirmed because the 04.639.135 screw is ¿broken¿ per complaint description with the lead thread having a small peel with indications of cross threading, but is unconfirmed from a manufacturing perspective because per DHR there were no manufacturing issues; also, the visible peel and damage in separated area is not anodized, meaning the damage was post manufacturing ¿ anodize process affects exposed surface area of a part during processing. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Hospital phone number: (B)(6). Additional product codes: mnh - changed code kw1 to kwq. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #04.639.135s / lot #9556486. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 09.jul.2015, expiry date: 01.jul.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.639.135 / 9838841 was manufactured in u.s: 04.639.135 with lot 9838841; manufacturing site: (B)(4); manufacturing date: 18-jun-2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2017, surgery was performed using the matrix system. During the surgery, the surgeon confirmed that the following products were broken at the time of insertion. Three pcs of pedic-scr-matr 5.5 ø5.5 l35 tan, 1 pc of pedic-scr-matr 5.5 ø5.5 l40 tan, 1 pcs of retain-sleeve std f/matrix 5.5. One pc of scrdrivershaft t25 std f/matrix 5.5 is worn. There were no broken parts found left in the body. The surgery was successfully completed without any delay, and there was no adverse consequence to the patient. Complaint involves 6 part. This report is 3 of 6 for (B)(4).